Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail system on (B)(6) 2012 for a hip fracture. Patient returned to the surgeon complaining of pain. It was determined that the helical blade was prominent on the lateral cortex, so the patient was returned to the operating room on (B)(6) 2013 for removal of the tfn nail, helical blade and distal locking screw. Patient was revised to a hemiarthroplasty hip. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(6). (B)(4).